Event description:
Patient underwent cataract surgery in 2000, and implantation of a staar model aq-1016v intraocular lens in the left eye. However, during insertion of the lens, the capsule was not intact. The lens was removed, a vitrectomy was performed and an anterior chamber lens was implanted. Preop best corrected visual acuity was 20/60-, one-month postop best corrected visual acuity was 20/30+-. Prognosis should be good and pt's vision is improving. Pt is to return for routine follow up.